Manufacturer narrative:
The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the x-rays from the case show that the superior and inferior screws were inserted to 25 degree and 26 degree respectively, which is well beyond the maximum specified angle of 15 degree for tifix. Consequently, the amount of tifix threads in contact with the plate is lower, resulting in an insufficient lock, thereby causing the screws to back out. The superior screw also appeared to be in contact with the superior peek interbody, which may have also contributed to this incident, as the resistance supplied by the interbody could have caused the torque handle to torque off before the screw was locked. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That the superior and inferior screws are starting to back out of a mono plate approximately 6 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That the superior and inferior screws are starting to back our of a mono plate approximately 6 months post-op.